Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with scratches and dents. Event history log review was performed and found evidence of reported problem. Visual inspection, accuracy test and functional testing were performed. Investigation unable to duplicate customer problem. According to the investigation, three separate delivery accuracy tests were performed, and the pump was slightly over delivering but within the published +/-6% specification. Further investigation found that the device board internal battery power loss causing history data lost which was noticed in the ehl. Investigation recommended that the pumps expulsor be trimmed in order to bring the delivery into more normal range. Investigator?s also recharge the pump main board internal battery for over 200 hours as per tech, service manual procedure. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump failed accuracy testing and experienced lost date and time. No adverse effects reported.